Event description:
2024-10-03: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. The patient fell, no injury reported, the patient was unharmed. The unit has not been received at integrum. Manufacturing investigation performed; batch documentation reviewed. No deviations found, the device has been manufactured according to specification. 2024-11-14: integrum received the axor ii unit (B)(6) and report form for investigation. 2024-12-02: during technical investigation, detachment from the test abutment could not be replicated. Clamps were damaged showing signs of improperly securing the device at some point. The top housing side plates were damaged, likely due to when the axor detached. 2024-12-02: during the service all damaged components were replaced and the unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of following the IFU to ensure a stable connection and prevent damage or wear to the clamps and that the device shall not be used if a stable connection cannot be achieved.

Event description:
2024-10-03: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. The patient fell, no injury reported, the patient was unharmed. The unit has not been received at integrum. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification.